Manufacturer narrative:
Repairs have not been completed.

Event description:
The account stated the head of the bed is drifting down slow and it takes about an hour. He has replaced the head down valve and the issue returned.